Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the right atrial lead exhibited noise resulting in inappropriate ams episodes. There were no other electrical anomalies. No patient symptoms were reported. Programming changes were discussed.